Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3889-28, lot# v038041, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was initially reported that the patient was admitted to the hospital. The patient was critical and "on her last days" and in the hospital. "She's been unconscious for a week." The reporter happened to look in the patient's wallet and found the device card. The reporter was not aware the patient had an implant and asked what it was for. It was noted: "it better not be for pain, because she was still screaming for pain." The reporter had questions regarding cremation. The patient had moved several times in the past few years and it was unknown the last time the patient saw the doctor. It was noted that regarding the patient: "she's on her last breath." It was later reported on (B)(6) 2013 that the patient passed away on (B)(6), not due to interstim. The patient had not been using the device for some time. It was later reported on (B)(6) 2013 that the patient's date of death was (B)(6) 2013. The certificate of death noted the immediate cause of death as cardiopulmonary arrest due to or as a consequence of septic shock due to or as a consequence of urinary tract infection. Other significant conditions contributing to death but not related to immediate cause included acute renal failure. Manner of death was noted as natural cause. No autopsy was performed.